Event description:
Subsequent to the initial medwatch report, additional information received indicates the starclose se device did not capture the back wall. The starclose se device achieved hemostasis. Balloon intervention was performed because the slow blood flow was in the area of the deployed starclose se clip. Blood flow was normal after the balloon intervention. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an iliac stenting procedure. Reportedly, the device was deployed and low blood flow was observed. The physician thinks the clip may have gone through the back wall of the artery. The method of achieving hemostasis was not specified. The patient will be seen for a follow-up visit. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.